Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right side implants needed to be revised due to heterotopic bone.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event was confirmed based on the imaging provided. The patient previously underwent multiple tmj interventions, including a costochondral graft and unilateral implants, and has experienced persistent trismus, pain, and functional issues likely due to a retained graft and malpositioned mandibular component. Revision surgery with new unilateral devices is planned to address these issues, including removal of heterotopic bone and correction of implant positioning. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.